Event description:
It was reported that during the unknown procedure that when attempting to fire across the the stomach with a gray reload on a gastric bypass, the stapler would not fire. He flipped the battery multiple times but still not working. He opened and closed the stapler then it engaged. He completed the case with the stapler. Unknown if the procedure completed. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4: batch # 506c16. Additional information was requested, and the following was obtained: please clarify how many devices were involved and how many are being returned. One stapler involved. One stapler returned did the event occur on the first firing attempt? Yes, it occurred on the first firing. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with an ecr60m reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A manufacturing process issue occurred. The knife position when firing during fgqa suggests that it was not fully in its home position. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 506c16, and no non-conformances were identified.